Event description:
The affiliate stated the customer reported false positive troponin I (access accutni+3) results, for five patients, involving the access 2 immunoassay system. The customer stated the false positive results were released out of the laboratory and questioned by the physician. Subsequent testing of the patients' samples generated lower results within the normal reference range. There is no impact to patient care associated with this report. The customer performed troubleshooting with beckman coulter and replaced the aspirate probes and completed special clean. The patients' samples were collected in 13x75 mm becton dickinson (bd) vacutainer plasma tubes and centrifuged at 3,500 rpm (rotations per minute) for five minutes, at 24 degrees celsius. The samples were between 5-50 minutes old following the completion of centrifugation and stored at 24 degrees celsius. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered micro bubbles within the wash pump. The fse replaced the seal and stator of the wash valve and resolved the issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware, associated with the seal and stator of the wash valve, is the likely cause of the event. All related medwatch reports associated with this incident: 2122870-2014-00407, 2122870-2014-00385, 2122870-2014-00386, 2122870-2014-00387.